Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutoff. The customer's blood glucose (bg) level was impacted (56 mg/dl). The customer consumed juice to stabilize bg level. During troubleshooting with tandem technical support, review of the pump data revealed low power alerts the pump shut off due to insufficient battery power. During the call with tandem technical support the customer stated that the low bg could possibly be due to not finishing dinner and delivering insulin for more carbs than what had been consumed. A system check performed with tandem technical support indicated that the pump was operating as expected.